Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that a red colored sediment was found in the drainage tubing of the foley catheter. The attending nurse indicated that the patient did not experience any trauma upon insertion and the prostate was not enlarged. The red sediment was not believed to be residual bloody tissue or irritation of an enlarged prostate. Reportedly, there was no impact to the patient. No medical intervention was reported.